Event description:
It was reported that a patient's right atrial lead exhibited inappropriate pacing and undersensing, as well as low pacing impedance after initial implant. The issue was noted while still in the operating room, so the patient's device pocket had to be reopened and the lead was replaced with a new unit. The patient experienced no consequences due to the procedure.

Manufacturer narrative:
Correction: h6 product is not returning.

Event description:
New information notes that the lead was suspected to not be connected to the header, leading to, in addition to the previously reported device effects, loss of capture.